Manufacturer narrative:
Additional lot number: f16273, exp date: 12/2012. Additional device manufacture date: 12/2009. Technical eval: both boxes show evidence of rough handling, but the inner envelopes appear unaffected. The incident is confirmed as reported. The DHR's of these mfg lots have been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-04/a, (lot # l16149). A review of the device history record (DHR) was completed on part # 0854 (lot # l16273). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. This lot was processed under deviation authorization (B)(4). This da implemented extended testing on a change in coating process. This da is unrelated to the observed damage. The lot has passed all dimensional requirements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.

Event description:
The products were damaged in transit. The hospital did not feel comfortable putting them into clinical use.